Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a bacterial infection (unspecified). The patient was hospitalized for the event and treated with unspecified drugs. The patient was discharged from the hospital (approximately two months after hospital admission) and had recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.